Event description:
It was reported that the ventilator went inoperable with a air valve liftoff failure error code. It is unknown if the patient was connected to the ventilator at the time of the event.